Event description:
Same case as #6000093-2007-02083. It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 99% stenosed lesion was located in a calcified and severely tortuous proximal right coronary artery (rca). A jr 4.0 sheathless guide catheter was inserted and the physician attempted to predilate with a 2.0x20mm balloon but was unable to cross the lesion. The balloon was exchanged for a 1.3x10mm balloon, but it was still unable to cross the lesion. The guide catheter was exchanged and the 1.3x10mm balloon ws then able to cross to predilate first the proximal rca and then the mid rca. A third inflation was performed with a 2.0x20mm balloon sequentially from the distal to proximal rca. The physician then attempted to advance a taxus express2 2.5x24mm drug eluting stent but was unable to cross the lesion. The physician encountered resistance and when the device was removed, it was noted that the proximal edge of the stent was lifted up. The physician continued on to predilate the proximal rca with a 3.0x24mm balloon inflated to 22 atm's. A 2.5x20mm taxus stent was deployed at 9 atm's in the distal rca and a 2.75x32mm taxus stent was deployed at 9 atm's, proximally. Next, the physician attempted to implant a taxus express2 3.0x32mm drug-eluting stent in the mid rca. The physician encountered difficulty crossing the lesion. The physician removed the stent delivery system but the edge of the stent caught on the distal tip of the guide catheter and dislodged from the balloon. Angiography was performed and the stent was located in the descending aorta. The stent was unable to be removed from the pt. No further pt complications occurred. Pt status is satisfactory. No further intervention was planned. It was the physician's opinion that the relationship of the device to the attempt was "small". The handling might have affected the event. Because when we withdrew the sds from inside the pt, he held the guide catheter."

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device without the dislodged stent was received and a mid shaft elongation was observed. The balloon was in its pre inflated state. Visual and microscopic examination of the material surrounding the elongation damage did not reveal any inherent material deficiencies that would have contributed to the damage. The length of the delivery device measured 161.6 centimeters long. The product specification states that the working length of this device is 140 centimeters long +/-5 centimeters. The catheter length exceeded the upper working length tolerance specification by approx 16.6 centimeters. The shaft elongation appears to be the result of tensile forces applied to the catheter during removal from the pt. There is no mention of any removal difficulties experienced during the procedure, therefore the exact cause of the shaft elongation could not be determined. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. Partial inflation of the balloon by the user could affect stent securement. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause of the stent embolism will be considered caused by another device.